Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump was turning off frequently and he has changed the battery multiple times and it kept shutting off. The device never alerted it was going to shut off. Blood glucose was 223 mg/dl. No physical damage noted on the device. The device was not dropped, bumped, or exposed to moisture. The contact on the battery cap was not damaged or missing. The battery compartment nor the spring were neither damaged nor corroded. Customer was advised to insert a new battery and display did return. Customer was advised to monitor the device until the battery cap arrived. No further information reported.